Event description:
It was reported that while the device was connected to a pt simulator it advised a shock, charged and then cancelled the shock when the shock button was pressed. The device was connected to a pt simulator and there was no pt involvement.

Manufacturer narrative:
Result and eval summary: the actual device has been received and the investigation currently remains open. No conclusion can be made at this time and a follow-up report will be issued as new info becomes available and root cause identified.